Event description:
The customer called stating, he was treated by the paramedics due to low blood glucose. The blood glucose reading was 20 mg/dl. Troubleshooting was performed and the insulin pump did not pass the displacement test. The insulin pump was programmed correctly. The customer stated that the insulin pump was worn during an x-ray prior to the event. In addition, the customer stated, he treats his blood glucose levels based on the sensor glucose reading. Advised the customer to treat based on blood glucose and not sensor glucose readings. Advised the customer to discontinue using the insulin pump due to the failed displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.